Event description:
During baxter's eval it was found that a spectrum pump experienced a delayed keypad response. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the identified symptom of delayed keypad response, caused by a failed pin on the processor printed circuit board. The processor printed circuit board was replaced to correct this condition.